Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was treated by the paramedics for low blood glucose levels. The customer stated it was common for him to experience low blood glucose levels and was working with his medical doctor on adjusting the basal rates. The displacement test was performed and the insulin pump passed the test. The blood glucose levels were not reported.